Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using bd bbl¿ cultureswab¿ plus amies gel with charcoal, single swab there was no label or missing label information. The following was reported by the initial reporter: it was reported by the customer that there¿s expiry date inquiry, as the expiry date has faded out. (B)(4) expiry date inquiry.

Manufacturer narrative:
H3. Investigation summary: complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record could not be performed as a lot number was not provided. Sample analysis: no photos or returns were available. The retention samples could not be inspected as a lot number was not provided. Evaluations results: based on the investigation, no defect was observed. There is no confirmed trend on this issue as a defect. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. However, bd will continue to monitor for trending.

Event description:
It was reported that while using bd bbl¿ cultureswab¿ plus amies gel with charcoal, single swab there was no label or missing label information. The following was reported by the initial reporter: it was reported by the customer that there¿s expiry date inquiry, as the expiry date has faded out. 220121 expiry date inquiry.